Manufacturer narrative:
Investigation conclusion: alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer. Based on the limited information provided, further investigation is not possible at this time.

Event description:
The patient began using the inratio system in 2004 and inr results were reported weekly to his physician. The patient's therapeutic range was 2.5-3.5. Since 2004, the patient experienced multiple transient ischemic attacks (tias). The patient also reported experiencing unusual bruising as a result of a false inratio inr reading. Per the patient, the inratio system "returned significantly inaccurate inr results, which in turn prevented his medical providers from prescribing a safe and effective dose of warfarin in a timely manner," resulting in the reported injuries. Records were obtained from alere home monitoring but contained no information regarding patient injury. The patient was noted as purchasing test strips from the internet instead of an authorized distributor. No additional information was provided by the patient.